Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) identified that the drawer was failed to stay closed because the customer had snapped all three screws securing the latch catch to the frame. As a result, the customer required a new drawer. The broken screws were replaced, and the full-height drawer was swapped out. After performing a hardware test application (hta) acceptance test, the customer confirmed that the repair was successful. The system functioned as intended after the field service engineer repaired the device.